Manufacturer narrative:
An overlay comparison was performed and found that the returned lens met specs. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The root cause of the reported event cannot be determined.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the 2t185 intra ocular lens. The lens was placed in the pt's eye, but the surgeon was unable to position the iol properly. The incision was then enlarged and the lens was removed. An anterior chamber lens was then implanted and seven sutures were required to close the wound. No add'l info was provided.